Manufacturer narrative:
It was reported that the left side of the handle is loose and therefore cannot lock. One of the push handles is not locking into place. They state that the push button is not protruding far enough to lock it upright, in addition, all parts appear to be there, and both sides of the chair look the same. After instructing the customer how to adjust the locking mech and extend the push button, they then stated that they may be missing a small circular piece on the front of the chair. It was not clear which part they were referring to. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the left side of the handle is loose and therefore cannot lock.